Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with one (1) afx bifurcated stent graft and one (1) afx infrarenal aortic extension on (B)(6) 2011 by physician (B)(6) at (B)(6). Endologix then became aware of a type iiib endoleak on (B)(6) 2018 as reported by the implanting physician. The reported endoleak was discovered by CT on an unknown date. As the exact date of event is unknown, the best estimate (B)(6) 2018 was used. The patient's condition is unknown. Re-intervention is scheduled for (B)(6) 2018, and the physician plans to realign with afx2 grafts and a vela cuff. No further information has been received.

Event description:
A secondary procedure was performed. The physician elected to reline the original implant with another bifurcated stent graft, infrarenal stent graft extension and a suprarenal stent graft extension to resolve the endoleak. As of the date of this report, there have been no additional patient sequelae reported. At the completion of the clinical assessment, clinical was able to refute the reported event of a type 3b endoleak, rather it was a type 3a endoleak with complete component separation. Also type 1a endoleak was also discovered.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 3b endoleak rather it was a type 3a endoleak with complete component separation and confirm a that the secondary endovascular procedure was completed. Clinical also discovered an additional finding of a type 1a endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.